Manufacturer narrative:
Conclusions: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. In addition the minute mobility caused damage to the feed through pins in the same location. The problems given in the recipient report appear to match the damage found. This is a combined initial and final report.

Event description:
The explanted device was received for investigation. No additional information has been received, despite requested. Per registration card information of the new device, the user has been reimplanted on (B)(6) 2021.